Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, self test and the delivery accuracy test at 0.08715 inches. The motor was tested outside of the device and passed. No unexpected numbers ramping or scrolling screens noted. No stuck button alarm and button error alarm noted. All buttons function properly. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. Device had scratched case, faded serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers were ramping on their own and the scroll bar was moving with no input. Even after putting new battery, the keypad was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.